Manufacturer narrative:
On (B)(6) 2021, mentor became aware that this event was reported to the FDA under mw5104721. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness and capsular contracture baker grade ii. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast surgery with two 480cc mentor memorygel breast implants experienced bilateral capsular contracture baker grade ii, joint pain, brain fog, fatigue, sick to stomach, weakness, decreased adl, food intolerance, lymph nodes swelling, inflammation, right arm swelling, ringing in ears, spots in vision post procedure. As a result, patient underwent bilateral removal with no replacements on (B)(6) 2021. This medwatch form is for the left breast prosthesis.